Event description:
Vaxcell 5 fr dl PICC placed 2004 in rt cephalic vein. In 2004, dsg noted to be wet so dsg change performed. Rns heard cracking or popping noise when flushing line w/ns. Sent pt home and were going to schedule a dye study for 2004. Two days later, dsg noted to be wet again so pt returned to IV therapy and it was discovered that PICC was cracked and leaking. PICC d/c and replaced w/bard pqc 5fr dl PICC. Discovered 2 cracks in vaxcel at 6cm and at 8 cm subcutaneously. Pt received 5fu when cracks discovered. Pt bled excessively due to PICC exchange and had to return to hosp later on the same day because dsg soaked in blood. Rns had to perform another dsg change.